Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the lens is dusty. Based on the results of the investigation, a definitive root cause of the event was traced to component failure. Based on the results of the investigation, a definitive root cause could not be identified for the dusty lens. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the duodenovideoscope had porous glue around the image lens, a fragment of it torn off, defective adhesives around the optical lens, in several places of the lens is loose, missing adhesive around the light guide lens, adhesive on the plastic distal end cover surrounding the rinse nozzle cracked with cavities, cracks in the probe armor from 60 cm to 70 cm. The issue was found during a service and maintenance. There were no reports of patient involvement.